Event description:
It was reported that during a laparoscopic cholecystectomy procedure, on the initial firing of the device the clips were falling out of the jaws of the device into the patient. They were retrieved. A new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Death is a known adverse event as listed in the graftmaster otw instructions for use (IFU). Although a conclusive cause for the reported patient effect and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that after a procedure involving vessel perforation where a graftmaster was successfully used, the patient reportedly died after leaving the cath lab. There was no additional information provided.